Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the procedure the patient underwent was an implant procedure and not a revision procedure.

Event description:
Additional information was received that the procedure the patient underwent was an implant procedure and not a revision procedure.